Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information provided, the customer reported deflation in the right ce med height te, 450cc tissue expander. Additionally, it was noticed that the device remained implanted for more than 6 months. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the ce med height te, 450cc, had an area of delamination with leaks at the juncture of the injection dome and the anterior patch. In addition, blue shell coloration was noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per mentor instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off label manner. Although potential causes of injection dome delamination are unknown, stresses and forces on the tissue expander in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), deflation is a known complication associated with these devices and can occur at any time during or after implantation. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast reconstruction surgery with a 450cc ce med height tissue expander experienced right sided deflation post procedure. As a result, patient had and explantation on (B)(6) 2020.